Manufacturer narrative:
Qn# (B)(4). The reported complaint of "after disconnecting the power supply, the battery power is lost" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "after disconnecting the power supply, the battery power is lost". Additional information states that the iabp console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Event description:
It was reported "after disconnecting the power supply, the battery power is lost". Additional information states that the iabp console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".